Manufacturer narrative:
Age at time of event: under 18 years old. (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that the delivery wire, main coil were returned for this complaint. The main coil was found kinked and stretched; its interlocking arm was detached and it was not returned. The interlocking arm was inspected and no anomalies was noted. Microscopic inspection of the delivery wire revealed that the proximal end has a smooth surface. The interlocking arm was inspected and no damages were found. The zap tip of the main coil has a smooth surface and the interlocking arm was detached and was not returned. Dimensional inspection of the delivery wire revealed that the overall dimension (od) of the weld, wire arm and wire zap tip matches with specification. Dimensional inspection of the main coil revealed that the number of distal fiber bundles, number of proximal fiber bundles, zap tip (od) and primary coil (od) matches with specification.

Event description:
Reportable based on device analysis completed on 02oct2020. It was reported that the device got stuck inside the catheter. The target lesion area was located in the moderately tortuous and moderately calcified internal iliac artery. A 8mm x 40cm interlock 0.035 coil was selected for use. During procedure, it was noted that when the device was used with a non-boston scientific device, it got stuck inside the catheter. The coil was retrieved together with the catheter and reported to be defective. The procedure was completed with another of the same device. There were no complications reported. However, device investigations revealed that the interlocking arm was detached and was not returned.